Event description:
It was reported that there was an unspecified connection issue with an unspecified quantity of amia cassettes. This occurred during setup of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.